Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 4 was giving recoverable faults. Customer tried recovering but no luck, technical support engineer (tse) had customer hard power cycle the patient side cart (psc) but no luck, hard power cycled a second time but no luck still. Tse had customer to disable arm 4, moments later, they got a 23123 fault from the table, tse had customer to unpair the bed, but they were unable to recover the fault. Tse recommended rebooting but surgeon decided to convert to lap instead. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 23062 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) where carriage strength test and sine cycle were found to be failing on the carriage degree of freedom (dof) 9. Once testing was completed, the carriage stator was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the universal surgical manipulator (usm). This issue can be resolved by replacing the part.